Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir leaked into insulin pump when connected and infusion set did not deliver.customer's blood glucose was 150 mg/dl. Troubleshooting could not be performed as this was a past event.